Event description:
Procedure:unk. Reportedly, the instrument caused muscle fibrillation while using the bio-probe and a flex scope. A similar generator was used without any reported incident. There was no report of any adverse affects to the patient.

Manufacturer narrative:
The generator passed a safety test and no evidence of metal to metal sparking could be found. The output waveforms were specifically tested for low frequency components and no problems were found. Initial testing found the generator functioned within specifications with the exception of the high voltage clamp and the coag peak to peak voltage. The high voltage clamp should measure between 275vp to 325vp. The generator measured approximately 360vp. The coag peak to voltage should be equal to or less than 5200vpp. The generator measured approx 5300vpp. These failures are related to calibration and are not considered to have caused or contributed to the customers report. The out of spec parameters were recalibrated. The generator fully tested, cycled and was found to function normally and within specifications. There are no service histories recorded for this generator. The cause of the customers report cannot be determined.